Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported to be due to ¿insanitary diet¿ (unsanitary), no further details were provided. On an unreported date, the patient began unknown treatment for the peritonitis (dose, frequency and route was not reported). Pd therapy was reported to be ongoing during the unknown treatment. It was not reported if the patient was hospitalized for the event. At the time of this report, the peritonitis was resolved, the patient was recovered and dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
The cause of the peritonitis was a breach in aseptic technique (cause previously reported as unsanitary diet with no further detail). On an unreported date, the patient began ¿anti-inflammatory¿ treatment for the event with moxifloxacin, ceftazidime, and cefazolin (doses, frequencies and routes were not reported). It was reported that peritoneal dialysis therapy was ongoing during the treatment. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.